Event description:
Scheduled cystoscopy with retrograde pyelogram and stent placement. Allen stirrup was placed on left side of surgical bed. Proceeded to place allen stirrup on right side of bed, then suddenly the allen clamp broke and a piece completely fell off. The scheduled patient was never placed in the stirrups with clamp that broke. No injury to any individual.